Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Reference manufacturer numbers: 1627487-2019-12146, 1627487-2019-12147. It was reported that the patient experienced ineffective therapy due to migration of their drg leads. The issue began on an unknown date. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the drg leads were explanted and replaced. Therapy was reportedly restored post-operatively. Note: since it is unknown which leads migrated, all possible devices are being reported.